Manufacturer narrative:
Concomitant medical product: product ID: 694758, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to extreme swelling and a possible pocket infection at the implant site of their implantable cardioverter defibrillator (ICD). The full ICD system was extracted and a late stage hematoma was found and evacuated. Cultures were taken to test for infection and results are pending. No further patient complications have been reported as a result of this event.